Event description:
Follow up information reported that the cause of the lead migration was not determined. It was noted that the patient had normal pain from the implant so no further programmer was attempted at the time. The patient was left with a program that was good for them and they were to contact the manufacturer¿s representative when they were ready to be reprogrammed. Nothing further had been heard from the patient (or from the healthcare professional) and there were no known future appointments. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead migrated and so the patient was not getting the correct pain pattern stimulation. The lead wires and battery were replaced (B)(6) 2015. They made the decision to place a surgical paddle. The manufacturer's representative did not know when the migration occurred. The manufacturer's representative stated he was made aware the week prior to (B)(6) 2015 that the patient was scheduled for a revision. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was additionally reported that the patient had an issue with getting more than two coupling bars when trying to recharge. After the implantable neurostimulator (ins) was replaced, the doctor stated his explanted ins was a ¿dud.¿ the patient thought the device was sent in for analysis but the company representative was not certain.